Manufacturer narrative:
Clarification to device info. (D.4): mcghan 350 tapered saline. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and an exchange due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and an exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed broken on plug strap side assessed as surgical damage. Missing piece of plug strap assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and an exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety\product\procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device.